Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance at a vns pt's routine office visit. The physician indicated the pt had high lead impedance for some time. The device was programmed off, and the pt is deciding whether or not to proceed with revision surgery. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.